Event description:
It was reported that the patient underwent a water vapor thermal therapy procedure to treat a 40 gr prostate gland. During the procedure, a total of two treatments in each lateral lobe of the patient prostate were delivered. Following the procedure, the patient was put on cannabidiol (cbd) for one week; however, the patient was not able to ween off. The patient remained cbd for two more weeks, but the patient began to experience urinary hesitancy and painful symptoms. It was suspected that some tissue was stuck on cbd. The patient was examined by the physician and following an uroflow test, a transurethral resection of the prostate (turp) was performed. It was indicated that the patient uroflow improved after turp and there were no further patient complications.

Event description:
It was reported that the patient underwent a water vapor thermal therapy procedure to treat a 40 gr prostate gland. During the procedure, a total of two treatments in each lateral lobe of the patient prostate were delivered. Following the procedure, the patient was put on cannabidiol (cbd) for one week; however, the patient was not able to wean off. The patient remained cbd for two more weeks, but the patient began to experience urinary hesitancy and painful symptoms. It was suspected that some tissue or debris could have led to the hesitant flow. The patient was examined by the physician and following an uroflow test, a transurethral resection of the prostate (turp) was performed. It was indicated that the patient uroflow improved after turp and there were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of pain and urinary retention are known risks associated with the use of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a water vapor thermal therapy procedure to treat a 40 gr prostate gland. During the procedure, a total of two treatments in each lateral lobe of the patients prostate were delivered. Following the procedure, the patient was put on cannabidiol (cbd) for one week; however, the patient was not able to ween off. The patient remained on cbd for two more weeks, but the patient began to experience urinary hesitancy and painful symptoms. It was suspected that some tissue or debris could have led to the hesitant flow. The patient was examined by the physician and following an uroflow test, a transurethral resection of the prostate (turp) was performed. It was indicated that the patients uroflow improved after turp and there were no further patient complications.